Manufacturer narrative:
The evaluation noted that the reason for the revision was likely the result of an insufficient bond between the implants and the bone, likely due to the patient¿s reported bone loss, which led to aseptic (non-infected) loosening of the tibial and femoral components. It is unclear if the observed prosthesis wear may have contributed to the reported revision. However, the wear was likely the result of third body wear, not properly seating the tibial insert, and/or malalignment between the femoral and tibial components. Concomitant medical device(s): - lgc tibial fit tray cem sz 2.5f / 2.5t (cn: 02-012-45-2525, sn: (B)(6)) - size 2.5/13mm ps insert (cn: 02-012-35-2513, sn: (B)(6)).

Event description:
Initial implant date of the left knee was done in 2013. Patient had sufficient bone loss on the tibia. As well as, distal/posterior of the femur. Causing losing of the components. Also, there was a significant pitting of the 2.5/13mm insert. The surgeon revised everything as well as used a tibia cone. Osslix was used to fill in the tibia defect. Patient was alert and well when leaving the operating room.

Manufacturer narrative:
Pending engineering evaluation. Concomitant medical products- lgc tibial fit tray cem sz 2.5f / 2.5t (cn: 02-012-45-2525, sn: (B)(4). Size 2.5/13mm ps insert (cn: 02-012-35-2513, sn: (B)(4).

Event description:
Case was originally done in 2013 by dr. (B)(6). Patient had sufficient bone loss on the tibia. As well as, distal/posterior of the femur. Causing losing of the components. Also, there was a significant pitting of the 2.5/13mm insert. (B)(6) revised everything as well as used a tibia cone. Osslix was used to fill in the tibia defect. Patient was alert and well when leaving the operating room.